Event description:
Voluntary medwatch received states that the right ventricular lead exhibited noise oversensing, which led to pacing inhibition. The noise was reproducible in the clinic. Programming changes were made. There were no patient consequences reported.